Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens). It was reported that an advanced evaluation patient that began their trial on (B)(6) 2017 was bleeding and that they were heading to the hospital. Additional information was received on 2017-dec-11 when the patient stated they were unable to completely empty their bladder when they would urinate. There were no further complications reported/anticipated.